Event description:
Country of complaint: (B)(6). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Samples received: 3 unopened pouches. There are no other complaints of this batch/code. There are no units in OEM stock. All received packs are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.